Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the lcsc5 shears locked out, causing a solid tone and still gave this condition after the case. There was an extended operating room time of 10 minutes.